Event description:
It was reported that insulin from the reservoir leaked past the o-rings, and the customer experienced high blood glucose of 400mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one opened or used reservoir. Performed leak test and reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings and stopper grooves for defect and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.